Event description:
On (B)(6): customer reports, during procedure for stent placement, the fluoro failed. Customer rebooted the room, and fluoro still was not working. Customer shut down system completely from the circuit breaker and then re-booted the room. At this time, fluoro started working, but the mag mode on the footpedal could not be changed. Patient information was not provided, but procedure was completed without further incident. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot the no fluoro problem per the service manual to the huestis collimator. The fse replaced the collimator, and verified correct operation per the liebel flarsheim service manual 710953. System returned to full service by the customer.